Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that he had low blood glucose but not hospitalized. Customer's blood glucose was 40 mg/dl. The customer was treated with glucose tablets. After the troubleshooting was done, customer was advised to monitor the insulin pump. The customer was advised to speak with healthcare provider regarding that low blood glucose. The customer also reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was 350 mg/dl. Customer stated that the device alarm during normal use. The customer was advised and explained that a battery out limit alarm during normal use may indicate a loose battery cap. The customer was assisted with reprograming time/date. Customer was advised that we will send a replacement battery cap. The customer was advised to monitor insulin pump.